Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the forehead with one syringe of juvéderm volbella® xc and the filler was "scattered across the forehead. Two weeks later, patient experienced an "an over cumulation of the product" and was treated with hylenex to dissolve the filler. Another treatment of 50 units of hylenex was provided approximately two and a half weeks later. Patient returned approximately a little more than three months later and experienced a "hard granuloma on the left side of the eyebrow and at the tail of the brow." Biopsy was not provided. In addition, hcp noted that the injection site was "red and inflamed" about two weeks prior. The symptoms are ongoing.